Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the cdh21 instrument did not resect the tissue and did not place the staples well. The surgeon had to perform the anastomosis by hand. The device was not returned.